Event description:
Explant of 3 screws for ankle fixation. Screws were implanted on (B)(6) 2005. Two 22mm screws (w full body threads) explanted successfully. Third screw (not threaded for the first 20 mm from cap total length unk) broke at the first thread. Remains of this screw were left in the medial malleolus.